Event description:
Metal shavings were found in the knee joint after using the device during arthroscopy. All the shavings were irrigated out of the body. The shaver did not come in contact with any other surgical instrument.